Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable .they reported to be continuously "firing". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Product was not returned for evaluation. Trackwise # (B)(4). Corrected section: d10-correct to "no" device not returned, h3-corrected to "other". This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable .they reported to be continuously "firing". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable .they reported to be continuously "firing". A replacement device was used to complete the procedure. The hospital did not report any patient effects.